Event description:
It was reported, the patient was experiencing escalating doses without pain relief. The physician did a dye study which showed subdural catheter. A revision was performed on (B)(6) 2013. The spinal portion of catheter was removed and replaced. The explanted catheter was discarded. The patient status was alive; no injury. The pump was delivering dilaudid concentration: 25mg/ml, dose: 5mg and bupivicaine. Concentration: 25mg/ml dose: 5mg/day.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (b)(b), explanted: 2013 (B)(6); product type catheter product ID 8835 lot# serial# (B)(4); product type programmer, patient. (B)(4).